Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. At this time, there is no evidence of a malfunction or manufacturing defect, and the finished product lot was verified to meet quality requirements and released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that four days after a right transcarotid artery revascularization (tcar) procedure, the patient had a stroke with left-sided weakness and aphasia. Imaging revealed a right central gyrus infarct, and the stent had 65% stenosis as per north american symptomatic carotid endarterectomy trial (nascet) criteria. At this time, it is unknown if the patient's symptoms have resolved. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.